Event description:
It was reported there was a speaker malfunction when the monitor was turned on after 1 minute and it was confirmed there was no sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). The customer spoked with philips remote service engineer (rse) and stated that the device was back up and running and no longer needed support. Additional good faith efforts (gfe) were made to obtain additional information to find the cause and resolution of the case remains unknown. Based on the information available in the case, the cause of the reported problem was not confirmed. The customer resolved the issue; however, we are unable to determine the cause of the malfunction of the device, due to the customer not responding to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.